Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
The complaint couldn't be confirmed, since the information for evaluation don't matches the alleged failure. Medical profession reviewed the received information and noted: the components of the tar are intact without signs of breakage or dissociation / disassembly. There are no issues with the bone-tibial tray interface. The implant is well-fixed without signs of radiolucencies and or bone cysts/osteolysis. In the lateral view the implant is not perpendicular to the tibial anatomical axis. The pe-liner looks intact as far as can be assessed on a CT-scan. The talar component is well-fixed without significant issues within the bone-talar component interface. Without further clinical information, the indication for revision cannot be determined. It can be confirmed that the implants seen are ¿infinity tibial tray¿, ¿inbone talar dome¿ and ¿inbone talar stem¿. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.